Event description:
It was reported that stent migration occurred. A 16x60/9fr uni plus 75cm wallstent endoprosthesis stent was advanced for treatment; however, the stent migrated post deployment. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was located in the left external iliac vein with 60% stenosis. The vessel diameter measured 16mm in the common iliac vein and ranged down to 13mm in the external vein segment. When the stent was implanted, it foreshortened distally and was not able to completely cover the stenosis in the distal external iliac vein.

Event description:
It was reported that stent migration occurred. A 16x60/9fr uni plus 75cm wallstent endoprosthesis stent was advanced for treatment; however, the stent migrated post deployment. The procedure was completed with a different device. There were no patient complications nor injuries reported.